Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, there was an incomplete staple line. The first reload used, the distal part of the staple line was missing and the device cut properly. The second reload used, the surgeon tried to complete the staple line with this second cartridge, however the same issue occurred. No important bleeding. The staple line was completed with another stapler of a different ref. The cartridges were thrown away by the customer. There were no adverse consequences for the patient.